Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) 3 proximal harness cable to resolve the reported issue. The system was tested and verified as ready for use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to an intermittent signal/communication disruption due to a degraded/defective proximal harness or its connections.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer encountered repeated recoverable fault 23072 on universal surgical manipulator (usm) 3. Technical support engineer (tse) walked the customer through moving the set up joint (suj) to top of range of motion which was performed and error was able to recover but when moving suj back down the error persisted. Customer opted to power cycle system, and tse walked the customer through an emergency power off (epo) of patient side cart (psc) with no change. The case was a 3 usm case and tse inquired if usm 3 could be replaced with usm 4 which customer performed and proceeded with case. The procedure was completing as planned with no reported injury.